Event description:
It was reported that the implantation of a frontier-stent caused a distal dissection as the stent ended in what appeared to be a further diseased vessel segment. The zeta was implanted but after the implantation, another dissection occurred distally. The dissectiion was covered with an additional stent and procedure was completed.